Event description:
It was reported that during the procedure, after pre-dilating the lesion, a 2.75x12 xience v rx stent delivery system (sds) was advanced toward a heavily calcified, 80% stenosed lesion in the heavily tortuous distal left circumflex (lcx) coronary artery, however, despite several attempts to cross, the sds was unable to cross the lesion due to resistance felt against the heavily tortuous vessel. During withdrawal from the anatomy, resistance was felt, force was applied, and the proximal shaft became kinked. Another unspecified stent was able to cross and treat the lesion successfully. There were no adverse patient effects and no occurrence of a clinically significant delay. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. Failure to advance/cross the lesion and difficulty/resistance removing the device from the anatomy could not be replicated in a testing environment as they were based on operational circumstances. Shaft bend/kink was confirmed. Based on visual and dimensional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Review of the complaint history of the reported lot did not indicate a manufacturing issue. It should be noted that the xience v everolimus eluting coronary stent system instructions for use states: should any resistance be felt at any time during either lesion access or removal of the delivery system post-stent implantation, the entire system should be removed as a single unit. Failure to follow these steps and/or applying excessive force to the delivery system can potentially result in loss or damage to the stent and/or delivery system components. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.